Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was broken. The issue was identified during inspection for use. There were no reports of patient harm.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. Corrected fields: a2, a4, a5, a6, b6, b7, and h6 (f code). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image and failed leak test from cable. A definitive root cause could not be identified. Based on the results of the investigation, and since the reported malfunction was not confirmed during evaluation, the definitive root cause could not be determined. Additionally, the definitive root cause of the additional findings is cause traced to a component failure of the ccd (charge-coupled device) and the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.